Event description:
Upon connecting the patient's hd cath to the dialysis lines, the arterial side would not pull. There was nothing visible blocking the arterial side but, it would not pull blood from the patient. Patient's hd cath patent and working great. Restrung the machine and new lines are working great. Lot # of defective lines a2400410.